Event description:
Reporting status: serious injury/surgical intervention/ permanent damage/hospitalization. Reporting rationale: failure to cross requiring surgical intervention. Device issue: failure to cross. It was reported that the graftmaster device failed to cross to treat a perforation located in the proximal left anterior descending artery. The pt experienced pericardial effusion and respiratory distress, and was treated with CPR and intubated. The pt did not die. No additional event or pt info is available.

Manufacturer narrative:
.